Event description:
During (B)(4) inventory inspection, one product (firestar balloon) was found with foreign matter inside the sterilized pouch. The foreign material was not a movable particle. Outer product box and sterilized pouch were intact, and the seals of the pouch were not opened. There were no anomalies except for foreign matter. It was not clinically used. It was not re-packaged and not re-sterilized. Pictures were attached to the service request.

Manufacturer narrative:
The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Manufacturer narrative:
During inventory inspection, particles of "foreign matter" were found inside the sealed sterile pouch of a firestar ptca balloon catheter. The pouch seals were intact. The product was not used and no patient injury occurred. The product was not returned for evaluation, however, photos showing black particles in the sterile pouch were returned for review. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint can be confirmed based upon the returned photos, and is considered related to the manufacturing process (B)(4) was opened to address this issue.